Manufacturer narrative:
Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun." Trackwise ID # (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview 7 xb bisector. As they were opening the kit to prepare it for the harvester, they noticed that the handle was apart.in two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: g4, g7, h2, h3, h6, h10. Corrected section: b-5. Trackwise ID (B)(6). The device was returned to the factory for evaluation on (B)(6)2020. An investigation was conducted on (B)(6)2020. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The harvesting handle was observed to be in two pieces which were returned with the inner components exposed. The metal rod inside was disconnected from the inside contents. No other visual defects were observed. The DHR, shop floor paperwork was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. Based on the returned condition of the device, the reported failure "break" was confirmed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview 7 xb bisector. As they were opening the kit to prepare it for the harvester, they noticed that the handle was apart.in two pieces. A replacement device was used to complete the procedure. There was no patient involvement.

Manufacturer narrative:
Trackwise ID #(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure using vasoview 7 xb bisector. As they were opening the kit to prepare it for the harvester, they noticed that the handle was apart.in two pieces. A replacement device was used to complete the procedure. The hospital did not report any patient effects.